Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation, she had poor vision. The iol was exchanged for another lens and her symptoms have resolved. Attempts have been made to obtain additional information.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).